Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a crack opening, flat crease, clear fluids clear inside the device and wear abrasion. A leak test was performed and found a crack opening on the diaphragm valve. A microscopic analysis was performed which identify a crack opening. Based on the device analysis the final assessment is a crack opening on the diaphragm valve due to a cracked valve seat diaphragm valve. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation and capsular contracture, baker grade iii. Device has been explanted.